Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8262018. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that medication leaked from the intima-ii 22gax0.75in prn slm npvc extension tubing during use "several minutes after" the infusion started. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that leakage at ext. Tubing several minutes after start infusion the leaked fluidic is normal medication. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the intima-ii 22gax0.75in prn slm npvc extension tubing during use "several minutes after" the infusion started. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that leakage at ext. Tubing several minutes after start infusion the leaked fluidic is normal medication."